Event description:
The customer reported that the handpiece made a strange sound and then would no longer open while on tissue. No info was provided by the site as to how the device was removed from tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.